Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited the site to inspect the system's power supply. Upon troubleshooting, the reported problem regarding a power supply malfunction could not be replicated. No irregularities were observed during the testing process. The device was confirmed to be operating per specifications, and no failure was identified, and it was verified that the device is completely functional. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information provided, there is no malfunction detected in the philips product, and no irregularities have been observed. Therefore, it is confirmed that the reported issue is not a result of a malfunction in the philips product. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a power supply issue and received no power, which can impact booting. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.